Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion alarms were not reproduced. A review of event history log revealed multiple upstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion was not reproduced. A review of event history log revealed multiple upstream occlusion alarms . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed upstream occlusion. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.